Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced a high blood glucose event. Customer¿s blood glucose was 25.0 mmol/l two days prior to call. Customer's blood glucose reading was 8.5 mmol/l at the time of call. Customer treated with manual injection. Customer stated that the insulin pump had no delivery alarms in the past and had an issue with bent cannula infusion set. Customer reported that the insulin exited after a 5 unit fill cannula was delivered. No high blood glucose troubleshooting was performed. The product is not expected to return for analysis. (B)(4).